Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, a human hair was found inside the tray for the av loop. The event did not result in delay of surgical procedure. There was no pt involvement as this occurred out-of-box.

Manufacturer narrative:
Terumo did not receive the actual device. There was no investigation performed, thus reference in evaluation codes. Associate training has been conducted. The device history did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u. (B)(4).